Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber tip overheated at 15 mins and 35,000 joules of use. The procedure was completed using a second fiber. Pt outcome: "no damages to the pt."

Manufacturer narrative:
Fiber analysis: the fiber exhibited a circumferential fracture distal to fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture rotated independently of metal cap the glass cap exhibited severe devitrification at the output window. The metal cap exhibited severe burnt on detritus. The outer flow tubing exhibited mild contamination, likely biologic. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. Based on the analysis above, the potential for forward firing may exist. The probable root cause: localized heat accumulation due to user handling and or anatomical/procedural factors encountered during the procedure, resulting in accelerated cap wear, limiting the performance of the fiber.